Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 420 mg/dl when paramedics arrived. Customer stated that his infusion set cannula was kinked when it was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.